Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Review of the device history records did not identify any pertinent entries.

Event description:
The customer reported that during a neuro procedure while the nurse was cleaning the device with a wipe, the blue insulated sleeve coating fell off into the pt cavity. The surgical staff was able to fully retrieve the material. No pt injury occurred.